Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was just changing her infusion set and she received the compromised force sensor system alarm during the priming process. Customer's blood glucose was 114 mg/dl at the time. Customer stated that the insulin was squirting out during the manual prime process. Customer stated that they are unable to exit the preparing to prime loop. Customer reported that the drive support cap was protruded. Customer stated that she pushed it back in. Customer was advised to not do this. Customer was advised to discontinue use of the pump and revert to a back-up plan. Customer was explained that the insulin pump will need to be replaced. It was explained that during seating, the force sensor did not detect the reservoir.

Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support disk. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.